Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula that allowed fluid to leak from the device. The timing and cause of this damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported the patient's blood glucose level rose to 344 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient applied a new pod. The device was originally reported for not sure delivering insulin.